Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that issue was resolved by resetting guided tool change. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 30° endoscope plus automatically rotated when installed on the arm. A technical service engineer (tse) explained that this was the behavior during the guided tool change and that the user could reset it by pressing the clutch button. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the image was inverted and the 30-degree endoscope installed down orientation moved freely with uncontrolled motion. There was no damage observed on the endoscope adapter. The issue was resolved by using backup endoscope. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no back up endoscope was used in the procedure. A review of the site's system logs for the reported procedure date was conducted by the isi regulatory post market surveillance (rpms) quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause is attributed to improper customer setup. Based on the isi technical support engineer's (tse) notes, the reported issue was due to a loosely connected, improperly seated, or disconnected endoscope.